Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "exposed implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposed implant.

Event description:
Healthcare professional reported right side "exposed" and a bilateral implant removal of textured devices. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: exposure: unable to observe as it is not related to the device. As per the investigation procedure, deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side "exposed". And a bilateral implant removal of textured devices. Device has been explanted.